Manufacturer narrative:
No known impact or consequence to patient.

Manufacturer narrative:
Accuracy testing was performed using an in-house retained kit of the architect tsh assay lot 63248ui00. No returns were made available from the customer site. All specifications were met, indicating acceptable performance of this assay lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing documentation did not identify an issues related to the current customer observations. The architect tsh assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Based on the information gathered, sample integrity cannot be ruled out as a cause of the customer observations.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Event description:
The customer reports a falsely depressed architect tsh assy result of 0.05 miu/ml on a (B)(6) sample (lithium heparin) tested on an architect i2000sr analyzer. The sample was described as viscous. There was not enough sample left to perform a retest neat, so the customer diluted the remaining sample, which generated a final result of 2.41 miu/ml. The customer states that this value corresponded to the infant's condition. From the initial neat sample an ft3 result of 4.3 pmol/l and a free t4 result of 28.1 pmol/l were generated. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.